Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report based on a functional test, but confirmed the report based on the prematurely deployed amber band. The trigger cord attached to the barrel with one (1) black band, a prematurely deployed amber band and two-way handle were included in the return. The loading catheter, four deployed black bands and irrigation adapter were not included in the return. A visual examination of the barrel with black band showed that the last two(2) set of beads intended to deploy the black band were not behind the black band. Instead, a portion of both legs of the trigger cord with the last set of beads appeared to have been pulled away behind the black band. A functional test was performed and the 6 shooter saeed multi-band ligator (mbl) device was attached to an endoscope (olympus 2.8 gif q20 endoscope) that was placed in a simulated gastrointestinal (gi) position with vacuum attached. The mbl barrel was attached onto the end of the endoscope and a simulated varix was placed at the end of the barrel, vacuum pulled, and the black band was successfully fired. The black band deployed and constricted as intended on the simulated varix. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapsed, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator (mbl-6). After loading the shooter, the physician tried to shoot the mbl-6. But, he recognized that the string [trigger cord] had a problem. It was twisted, so he could not shoot at all [unable to deploy]. Regardless of shooting, he thought it was too dangerous to shoot, so he removed the mbl-6 and changed to a new one. The initial reporter stated that no bands deployed; however the device was returned with four (4) bands deployed and not returned. The location of these bands are unknown. Other than the potentially deployed bands, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.